Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had significant pain at the ipg site due to migration. The patient underwent a pocket revision and ipg replacement procedure. The patient was doing well postoperatively. The explanted ipg will not be returned.